Event description:
Boston scientific received information that upon device interrogation during pre-discharge device check, this right ventricular (rv) lead exhibited loss of capture (loc). It was also noted that this lead had dislodged and presented high pacing thresholds. Subsequently, this rv lead was explanted and successfully replaced. Additional information from the field representative indicated that the cause of clinical observation was due to patient's anatomy. The explanting facility disposed of the lead, therefore, it was not expected to be returned for reliability analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.